Event description:
The facility alleges a consumer fell out of a large sling, fracturing their wrist.

Manufacturer narrative:
The complaint, as received, indicates that the loop of the sling somehow became detached from the spreader bar hook during transfer of the pt. Properly used, sling loops will not come off the hook as described. User guides are clear in instructing as to the proper and safe use of the prod. Facility is not alleging a malfunction. MDR filed based in injury.